Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken door assembly. Replaced broken platen assembly. Replaced broken sear. Replaced corroded left and right iui's. A review of the device history record showed the device had a manufacture date of 05/13/2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the door assembly - upper hinge damaged. During servicing we identified faulty sear which constitutes a reportable malfunction. There was no patient involvement. During servicing we identified platen misalignment which constitutes a reportable malfunction. There was no patient involvement. Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. During testing of the returned device the pump module was found out of specification for rate accuracy. External inspection confirmed damaged platen with the returned pump module. Replacement of the broken platen and subsequent retest for rate accuracy found the device to be delivering fluid in specification. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA _00926 lvp door latch. CAPA ca-2013-0494 lvp sear damage. CAPA ca-2018-0161 iui conn issues.

Event description:
The customer reported the device was broken/damaged. No patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the device was broken/damaged. No patient involvement.